Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported battery failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Event description:
The customer reported battery failure. The device was not in clinical use at the time the issue was discovered; therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date rec¿d by MFR: 24jun2019. Date of report: 04sep2019. The customer reported conducting performance verification test on the unit and smelled electronic overheat. The customer disconnected all power at that point and continued test. The customer observed the unit only powers on when the battery is connected. All voltages are present and within tolerance, including 24v. The service technician recommended to replace power management (pm) power control board (pcb). The service technician reported the problem was resolved by replacing the pm pcb. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.